Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently died. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis and another unrelated medical condition. Treatment details of the event were not reported. The patient had not recovered from the peritonitis event. On an unknown date, the patient died. The cause of death was not reported nor was it reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.